Event description:
It was reported that the physician noticed a tear in the valve prior to surgery.

Manufacturer narrative:
(B)(4). The valve was patent, but it did not meet the requirements for leak testing due to two tears in the distal portion of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies.